Manufacturer narrative:
Based on the event, the surgeon advised the patient to refrain from device use over the breast area, but advised she may continue to use the device on the left arm. The surgeon believes the pneumatic compression device may have caused or contributed to the leak in the tissue expander. Patient chose not to continue treatment with the device and the device was returned to manufacturer.

Event description:
The patient has a history of left breast cancer resulting in mastectomy, lymph node removal, radiation and chemotherapy with diagnosis of post-mastectomy lymphedema syndrome. Patient is undergoing breast reconstruction and at the time of the event had a breast tissue expander in place as part of her phase one breast reconstruction. Patient was diagnosed with post-mastectomy lymphedema in her left arm and chest. Pt was prescribed the pneumatic compression device as part of her lymphedema treatment. Pt received the device on (B)(6) 2017 and was trained on in the on (B)(6) 2017. Patient used the device daily as prescribed without incident for approximately 10 weeks. On (B)(6), the patient noticed her left breast appeared smaller. Two days later, the surgeon re-filled the tissue expander (mentor #(B)(4)). The tissue expander again deflated the next day. The decision was made to expedite the surgical removal of the expander as it appeared to have a leak. There were no further reported complications. The patient will undergo breast reconstruction surgery as planned.

Event description:
The patient has a history of left breast cancer resulting in mastectomy, lymph node removal, radiation and chemotherapy with diagnosis of post-mastectomy lymphedema syndrome. Patient is undergoing breast reconstruction and at the time of the event had a breast tissue expander in place as part of her phase one breast reconstruction. Patient was diagnosed with postmastectomy lymphedema in her left arm and chest. Pt was prescribed the pneumatic compression device as part of her lymphedema treatment. Pt received the device on (B)(6) 2017 and was trained on the device on (B)(6) 2017. Patient used the device daily as prescribed without incident for approximately 10 weeks. On (B)(6), the patient noticed her left breast appeared smaller. Two days later, the surgeon re-filled the tissue expander (mentor #cpx4). The tissue expander again deflated the next day. The decision was made to expedite the surgical removal of the expander as it appeared to have a leak. There were no further reported complications. The patient will undergo breast reconstruction surgery as planned.